Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user error contributed to event.

Event description:
Consumer reported complaint for lancing device. The customer is concerned with the lancing device needle is sticking out and does not fully retract, needle protruding from the tip of the device. Customer verified that is not harming herself when handling the lancing device.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on lancing device. During the qc testing the lancing device is working as intended.most likely underlying root cause of malfunction: user error contributed to event.

Event description:
Consumer reported complaint for lancing device. The customer is concerned with the lancing device needle is sticking out and does not fully retract, needle protruding from the tip of the device. Customer verified that is not harming herself when handling the lancing device.